Manufacturer narrative:
The manufacturer previously reported an issue with the device's system pca. The system pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the issue was found to be a missing resistor, e4, due to physical damage to the system pca.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.